Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted (B)(6) 2000; 459878 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing caused by the cardiac resynchronization therapy defibrillator (crt-d) having electromagnetic interference. The device remains in use. No further patient complications have been reported as a result of this event.